Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a rotor bearing, which was replaced. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during prep time before the start of a surgical procedure. There was no patient involvement. Another device was used in the planned procedure. There were no adverse consequences reported as a result of this event.